Event description:
Reporter alleged the customer's advantage system meter had a partial display. Reportedly, when the customer performed a segment test while troubleshooting with the MFR rep, one of the numbers was confirmed to be partially visible. Customer stated earlier in the month, meter read 11 mg/dl however, did not have any low blood symptoms at the time however, she self treated with a soda due to the reading. Customer indicated going to the hospital after the treatment due to the low reading itself 1/2 hour later and the hospital meter read 434 mg/dl. It was stated another hospital result measured 700 mg/dl however, the time of this test was not provided. Customer reportedly was treated with insulin, an insulin drip, and kept in the hospital for 6 days. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter serial # unknown and comfort curve test strip lot number 549544 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the advantage meter.